Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17-feb-2024, it was reported that the patient did not know what she was doing as her blood glucose level went low. Therefore, on (B)(6) 2024, at 03:00 pm, the patient was admitted to the hospital with blood glucose level of 39 mg/dl. Further, the patient stayed for three days in the hospital. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date. Additional information this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples were visually inspected and tested for flow and leak. All test results were within specifications. The batch record 6001778 was verified and it was found within specifications.